Event description:
It was reported that the customer was experiencing low blood glucose, and the daughter requested assistance to turn off the insulin pump. A follow up was conducted, and the customer stated that she has been hospitalized twice for low blood glucose, but she can not remember any details on the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.